Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product. Rupture discovered at time of surgery.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient's concern with the product. Healthcare professional later reported rupture. Device has been explanted.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient's concern with the product. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device.